Manufacturer narrative:
The cot was evaluated by an authorized field technician at the complainant's site. The alleged failure was confirmed as well as an observation of a bent telescoping handle. The cot was repaired onsite and returned to service. Investigation of the reported issue revealed the operational context and environment may have been contributing factors to the broken load frame wheel. Specifically it was found the operators push the cot sideways with their feet while the cot is being loaded and when unloading the cot is being pulled sideways while the load wheels are still locked in the fastener. It was also noted the ambulance floor has special hooks mounted which could potentially impact the load wheels during the loading/unloading process. Sufficient instructions are contained in the IFU for proper loading and unloading into the ambulance fastener as well as the required number of operators to maintain control of the cot while in use with a patient. It was confirmed a medic did sustain injury to their right knee//thigh area which required a bandage and ice pack. The medic sought an xray for the injury but it came back "negative". No additional information was provided regarding the alleged patient injury.

Event description:
It was reported while unloading a patient at the hospital, one of the load wheels broke and the cot tilted to the side. A medic is alleging injury as a result of grabbing the cot. The patient also allegedly sustained injury from the ambulance door swinging back on them. No further details on medical intervention was provided.

Event description:
It was reported while unloading a patient at the hospital, one of the load wheels broke and the cot tilted to the side. A medic is alleging injury as a result of grabbing the cot. The patient also allegedly sustained injury from the ambulance door swinging back on them. No further details on medical intervention was provided.